Manufacturer narrative:
Analysis found the backside of the housing was cracked. During a pretest, a no connection message was displayed. The power pcb failed, the pwa bottom was defective and the a/d pcb connector input was bent. The pwa, pcba, housing and decals were replaced. The device has successfully tested. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that channel 21 and 22 of the device was faulty. The device was being used to record responses from the patient. The device responded very noisy during the procedure so it was replaced to complete the case. The issue was resolved and there was no patient impact.